Event description:
A nurse reported that during a procedure, the 25 gauge infusion line disengaged from the trocar. There was no harm to the pt. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The customer's complaint history was reviewed for the period of one year; this is one of six complaints reported for this issue. The root cause is unknown. Without a sample, it is not possible to isolate the exact root cause. An internal investigation has been opened. (B)(4).